Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported an irregular capsulotomy that lead to an anterior capsule tear on a patient's left eye during a laser assisted cataract surgery. A backup sulcus intraocular lens was required. The surgeon reported to the nurse that the capsulotomy was already as pictured upon visualization on the microscope. The case was completed manually.

Manufacturer narrative:
Additional information provided. The clinical application specialist cas reviewed the images, surgical environment, and discussed with facility staff. The team determined that there was poor docking (which should have been aborted). The conjunctiva was sucked into the dock (inferior-temporally), leading to unacceptable tilt angle and likely instability. There was a significant gap between the patient interface and cornea (in that area with large bubble), showing a gap due to the elevation with conjunctiva. The staff had likely had trouble docking (based on description from nurses). There was a decentered treatment (as per the line in the oct image). However, the control points were manipulated correctly. The following issues were observed and discussed with the surgeon. Poor docking (conjunctiva in the way), and the large air bubble (indicative of significant gap) between patient interface (pi) and patients eye. There was unstable suction, and a change in z depth (patient head manipulation). There was apparent difficulty with visualization, when the laser was applied (significant air bubbles). This was indicative of an issue with treatment applied into anterior chamber. The anterior capsular rupture was discussed to have been attributed to the buildup of air bubbles without the capsulotomy and a sudden pressure change when surgeon created a hole for the capsulorhexis, with the forceps then lastly, the lack of visualization (due to bubbles) and the assumption that the capsulotomy was free floating before the bubbles cleared. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which could have contributed to the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The root cause of the reported event can be attributed to an unstable dock of the patient interface, in addition to patient movement prior to laser treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to address that additional information to was filed on prior supplemental report but was not listed. Additional information was provided in on smdr # 01. The manufacturer internal reference number is: (B)(4).